Event description:
It was reported that resistance was encountered between the catheter and the guide wire before the catheter entered the patient. During an attempt to withdraw the catheter, the soft tip seprated from the device. The tip was easily identified and removed from the guide wire.